Event description:
It was reported that an ilet pump fell out of the user¿s pocket, the cartridge became dislodged, and while the user remained connected to the infusion set they attempted to reinsert the cartridge without performing the rewind, which forced insulin into the body and resulted in hypoglycemia. This reflects a usage problem related to improper procedure and failure to follow instructions, with relevance to the plunger component and infusion set and cartridge handling. Symptoms included hypoglycemia with a nadir of 41 mg/dl and reports of dizziness, confusion/disorientation, sleepiness/ drowsiness/ fatigue, anxiety, lethargy, muscle weakness, and shaking/tremors. Outcomes included no long-term health consequences or impact, and the user¿s glucose rose to within range after oral carbohydrates and a glucagon injection administered by the caregiver. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed no device problem and identified a usage problem where an unintended use error caused or contributed to the event, specifically attempting to insert the cartridge while connected and without rewinding, which delivered unintended insulin. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.